Event description:
It was reported that the asymptomatic patient presented via a remote transmission with over-sensing of noise detected on the right atrial (ra) lead causing episodes of inappropriate automatic mode switch. The patient presented to the hospital for generator change due to normal elective replacement indicator (eri). During the procedure, the physician decided to cap the ra lead and implanted a new ra lead on (B)(6)2024. The patient was stable before, during, and after the procedure.